Event description:
Patient experiencing elevated blood glucose (200's mg/dl, 07 (system alarm), and insulin delivery concerns. Caller indicated that the 07 was cleared by the patient replacing the batteries. Caller indicated that patient has disconnected from the device and administered a bolus, observing insulin dripping from the end of the tubing. Caller indicated that patient believed device was not delivering insulin correctly causing the elevated blood glucose levels.